Event description:
During a follow-up, low sensing and loss of capture were observed. The physician decided to explant both the atrial and ventricular lead, as it was observed that the leads were twisted together. The leads were discarded at the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.